Event description:
The rptr indicated that in 2000 interrogation of the generator revealed a dc/dc code of 7, a "limit" warning for the output and a "high" warning for the lead impedance. Even with the output set at 3.5 ma and the maximum pulse width, the pt could not feel any stimulation. An eeg failed to show a current between the electrodes. Fluoroscopic exposed no signs of mechanical discontinuity of the lead. Three months later, the system was explanted. Mechanical inspection of the lead exposed partial damage of the silicone insulation located a few inches from the distal connectors. The damage may have been a result of "repetitive scrubbing" of the lead against the generator during movement. During manipulation and exposure after explant, the lead insulation was further damaged.